Event description:
An obvious decline in the patient's hearing performance was noticed on (B)(6) 2014. A history of head trauma was denied by the guardians. Problems of external devices were excluded.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.